Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens was explanted from the patient's eye due to dissatisfaction. The patient's visual acuity one week post-op showed a long distance of 0.6 near 40 cm 0.5. There was no delay in treatment or other interventions performed. From additional information it was learnt that the lens was replaced with enhance lens in a secondary procedure. No further information was provided.